Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported to the rep that while closing the arthrotomy with little tension the needle popped off the suture. Unknown as to how the procedure was completed. One device returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil and one labeled winding former were received for analysis. The product code is sxpp2b405. During the inspection of the packaging, it was found that the suture or needle were not returned for evaluation. Although, no conclusion could be reached on the cause of the reported event. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * can you identify the lot number of the product used? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep).